Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was not determined. During the case the surgeon removed the extension wire from the battery and cleaned it, as well as suctioned it out itself. That did not resolve the issue. Visual inspection was also done on the extension. The lead was then removed from the extension, cleaned, and examined. There was no visual damage and the issue did not resolve. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that upon testing the impedances during the stage 2 case it was noted that contact 8 had high impedances. The surgeon removed the extension wire from the battery and cleaned it, as well as suctioned the battery out itself. That did not resolve the issue. Visual inspection was also done on the extension. The lead was then removed from the extension, cleaned, and examined. There was no visual damage, and cleaning did not resolve the issue. There were no further complications reported.